Event description:
A ventilator was returned to the manufacturer for service with an internal battery error. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, there were no errors detected in the error log. Additionally, the inlet air path assembly and removable air path foam were replaced. The feet were missing and the dc port was broken. The customer requested no repairs to be done on the device. The device will be returned to the customer unrepaired.